Event description:
It was reported that the bd ultra fine¿ pen needle was not primed and failed to deliver a complete dose of insulin, leading to an elevated glucose level of "600+" 45 minutes later. The consumer went to the hospital and received an insulin shot, and reported 3 total occurrences of pen needles clogging from the same box. The following information was provided by the initial reporter: consumer reported that her glucose level was elevated due to the pen needle not working. She stated that she was able to depress the pen and thought that she received her dose but when she checked her glucose after about 45 minutes, her glucose level was 600+. She also stated that three needles from same box and lot were clogged. Lot # 8270626, product # 320122, exp 10-31-2023. Consumer went to the hospital and was given an insulin shot and sent home, no other medical assistance was given. Consumer does not prime and does not re-use. Problem occurred about one week ago.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine pen needle was not primed and failed to deliver a complete dose of insulin, leading to an elevated glucose level of "600+" 45 minutes later. The consumer went to the hospital and received an insulin shot, and reported 3 total occurrences of pen needles clogging from the same box. The following information was provided by the initial reporter: consumer reported that her glucose level was elevated due to the pen needle not working. She stated that she was able to depress the pen and thought that she received her dose but when she checked her glucose after about 45 minutes, her glucose level was 600+. She also stated that three needles from same box and lot were clogged. Lot # 8270626, product # 320122, exp 10-31-2023. Consumer went to the hospital and was given an insulin shot and sent home, no other medical assistance was given. Consumer does not prime and does not re-use. Problem occurred about one week ago.